Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2011. Legal counsel for the patient reports that patient underwent a revision procedure on (B)(6) 2011, due to patient allegations of pain, soreness, dysfunction, loss of range of motion, inflammation, damage to bone and tissue, lack of mobility, elevated metal ion levels and metallosis. A review of invoice history found a total hip arthroplasty procedure also occurred on (B)(6) 2012 and there has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2011. Legal counsel for the patient reports that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, inflammation, damage to bone and tissue, lack of mobility, elevated metal ion levels and metallosis. A review of invoice history found a left total hip arthroplasty procedure also occurred on (B)(6) 2012. There has been no reported revision procedure for the left side. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised five days after the initial hip arthroplasty due to dislocation of the right hip. Revision op report notes the dislocation was anterior, suggesting patient may have been impinging on the lip of the liner. In addition, op notes report the cup appeared 10 to 15 degrees too vertical. The cup, liner, head, and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04346 / 2014-04347).